Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 353 mg/dl. Customer stated that his infusion set cannula was kink and outside of his body. Customer stated that he is in a residential care facility for his diabetes and his mental health. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.